Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the corrosion on plug unit led to the image noise and disappearance at angulation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited image noise and image disappearance at angulation. There was no patient involvement.